Manufacturer narrative:
A steris account manager arrived at the facility, inspected the table and confirmed that one of the washers holding the x-ray top insert into position had become detached. The detachment of x-ray top inserts can occur when the x-ray top is not lifted straight up from the table. Improper removal can stress the circular recessed steel inserts, causing the washer to become detached. The account manager spent time locking/unlocking the floor locks on the table, however could not duplicate the reported floor lock issue as the facility reported. The table subject of the reported event has been returned to steris for evaluation. The evaluation of the table is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during the beginning of a patient procedure, with the patient in the lithotomy position, the surgeon requested the trendelenburg position. At this time, the x-ray tops being utilized on the table, shifted and slipped from under the patient almost causing the patient's upper body to "move off of the table". The facility reported upon their inspection of the table, one of the washers holding the x-ray top in place had fallen off of the framework. The facility also reported that the table does not unlock properly. No injuries were reported with the event. The procedure completed successfully, however a procedural delay was reported as the facility had to reposition the patient before continuing the procedure.

Manufacturer narrative:
The table was returned and evaluated by steris engineering and found to be operating properly. It was determined that the reported detachment of the x-ray top inserts was caused by improper removal of the inserts from the table. Testing on a table with missing x-ray top inserts determined that a loaded x-ray top cannot detach from a table if an insert is missing. Additionally, section 2.3 of the table operator manual instructs the user to "adjust the patient safety straps such that they restrain the patient according to currently accepted patient restraining practices, keeping in mind the trendelenburg/reverse trendelenburg, back lateral tilt and height adjustment."... "Warning-personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury."